Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 80 with a three-hour time-out. However, the health care professional (hcp) called technical services back to report the MRI scan was aborted because the patient's heart rate increased from 70 bpm pre-MRI programming to 138-145 bpm. The presenting electrogram showed possible atrial fibrillation (af) with rapid ventricular response (rvr). The hcp planned to contact cardiology to report the heart rate and arrhythmia and to discuss programming options for the patient. It was suspected that the MRI protection mode settings induced the arrhythmia. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.